Event description:
Customer reports that there was a needle embedded in the cap, and they put the cap on the patient without knowing. The patient then received multiple lacerations as a result of it being on their head. The area was washed and a bandage applied. A needle stick screen was done and reported to be negative.

Manufacturer narrative:
The customer did not provide the sample or the lot number, but did provide a photo of the needle. Without the lot number or sample, we were not able to confirm the reported incident. Historical trending was done. A review of the photo of the needle (provided by the customer) suggested the reported needle was a medical needle. These needles were not used during manufacturing, and would not have originated from our manufacturing facility for the bouffant cap. We will continue to monitor for trends of this nature.